Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: over the past couple of weeks when they use the catheters there are some reports of blood coming out of the port attachment that is behind the catheters.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: over the past couple of weeks when they use the catherters there are some reports of blood coming out of the port attachment that is behind the catherter.